Event description:
The user facility reported that during an esophagogastroduodenoscopy (egd) procedure a banding rubber apparently became stuck in the scope channel and when a biopsy forceps was passed through the channel of the scope, the banding rubber was pushed out of the channel into the pt. The banding rubber was retrieved and the banding rubber was reportedly not from the same pt being examined. It is unk for how long the band was in the scope. The user facility claimed that they are reprocessing the scope correctly and bushed the channels. The scope is reportedly being disinfected in an automated endoscope reprocessor (aer). There was no further info provided.

Manufacturer narrative:
Olympus followed up with user facility via telephone and in writing to obtain additional info regarding the reported event, but with no result. The device reference in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of foreign object stuck in the channel. There was no obstruction or restriction noted in the channel. The distal end cover has a minor chip. The bending section cover glue has minor cracks and pinholes. The switch #1 button was cut. There were minor scratches noted on the insertion tube and light guide tube. The control knob was loose. The device was serviced and returned to the user facility. The exact cause of the user's experience could not be determined. If additional and significant info becomes available at a later time, this report will be updated. This report is being submitted as a medical device report in an excess of caution.